Event description:
It was reported that a user experienced a low glucose event while using an ilet system paired with a dexcom g7, with the lowest sensor reading of 67 mg/dl and a brief sensor issue that produced inconsistent readings and led to added correction doses contributing to an overnight low; the user treated the hypoglycemia with orange juice and four glucose tablets and glucose subsequently trended up. Symptoms included hypoglycemia and dizziness. Outcomes included unexpected medical intervention in the form of oral glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.